Event description:
The MFR received info alleging a ventilator did not alarm when the pt became disconnected. There was no pt harm or injury reported.

Manufacturer narrative:
The device is not being returned to the MFR for evaluation. The device was tested by the reporting facility and it was confirmed the device alarms and operates as designed. The ventilator's event log was also reviewed by the reporting facility and no error codes were identified to indicate a malfunction of the device occurred. The manufacturer required the return of the ventilator for evaluation but the request was not honored as the device has been placed back into pt use. There was no pt harm or injury. The manufacturer concludes (based on testing performed by the reporting facility) the device operates and alarms as designed.